Event description:
The complainant reported port leaks. Found the bed wet several mornings. The side port was leaking. There was no missed feeding or delays. Feeding rate: 240ml 5x/day (bolus feeding).